Event description:
It was reported that a new ilet user sought guidance on meal announcements due to routine dialysis and ingestion of a 17 g carbohydrate protein shake, and the user experienced both hypoglycemia treated with 4 oz juice and subsequent hyperglycemia while trying to avoid over delivery of insulin before lunch. Symptoms included low blood glucose to 45 mg/dl and high blood glucose to 271 mg/dl without loss of consciousness or other acute effects. Outcomes included transient excursions outside target range without need for medical intervention, ketone testing, or backup therapy. Investigation included review of user-reported history, meal announcement practices, and education on carbohydrate thresholds for announcements. Investigation of this case revealed user-related use error regarding meal announcement and snack carbohydrate classification, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors and use error, addressed with troubleshooting and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.